Event description:
It was reported that during in-house engineering evaluation, it was determined that the truespan 12 degree peek device suture was damaged ¿ frayed. It was initially reported that during an unspecified surgical procedure, the doctor attempted to place a 12-degree truespan suture, but it failed. They requested another suture, which also failed. It was not reported if there were any delays to the surgical procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: investigation summary: a photo was provided for evaluation. Visual inspection of the returned photo found the device in used condition with the plates deployed. No other anomalies could be observed. The product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that the suture was frayed. The plates were completely deployed. The red trigger was found in the activated position and a normal shape. No other anomalies were noted. The overall complaint was confirmed as the observed condition of the truespan 12 degree peek would have contributed to the complained device issue. Based on the investigation findings, the potential cause could be traced to over tension of the suture during implantation. As per instructions for use (IFU), use caution when tensioning the suture. Over tensioning may cause tissue damage and/or suture or implant breakage. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: there was no non-conformance regarding this lot.